Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history records review was completed for part: 412.214s, lot: l736983. Manufacturing location: grenchen, release to warehouse date: jan 19, 2018, expiry date: jan 01, 2028. Non-sterile part: 412.214, lot: l685395, manufactured in mezzovico, release to warehouse date: dec 12, 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in japan as follows: it was reported that on (B)(6) 2018, the patient originally had an open reduction internal fixation with fns system for proximal femoral fractures. On an unknown date post-operative, the patient underwent a revision surgery, explantation of the femoral neck system (fns) plate and total hip arthroplasty due to a malunion that was first recognized as necropsy of the femoral head. During the revision surgery, the side stopping screw/locking screw on the fns plate could not be removed. The surgeon cut the screw head with a carbide drill, then removed the screw successfully. The implanted devices were successfully removed. The surgery was delayed by sixty (60) minutes. There was no other medical intervention required. The patient was stable after the procedure and is currently visiting the hospital regularly. Additionally, it was noted that a total hip arthroplasty (tha) was also conducted on the left foot in the patient¿s late 40¿s and the bone quality was noted to be brittle. This (B)(4) captures the postoperative events that was performed as per patient¿s requirement. (B)(4) captures the intraoperative events about the side stopping screw on the fns plate that could not be removed. This report is for one (1) locking screw. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Exact date is unknown . Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient originally had an open reduction internal fixation with fns system for proximal femoral fractures. On an unknown date post-operative, the patient underwent a revision surgery, explantation of the femoral neck system (fns) plate and total hip arthroplasty was performed as per patient¿s requirement. During the revision surgery, the side stopping screw/locking screw on the fns plate could not be removed. The surgeon cut the screw head with a carbide drill, then removed the screw successfully. The implanted devices were successfully removed. The surgery was delayed by sixty (60) minutes. There was no other medical intervention required. The patient was stable after the procedure and is currently visiting the hospital regularly. This (B)(4) captures the postoperative events that was performed as per patient¿s requirement. (B)(4) captures the intraoperative events about the side stopping screw on the fns plate that could not be removed. This report is for one (1) locking screw. This is report 4 of 4 for (B)(4).